Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were reviewed by the physician who opted for no changes at the moment. The device was just being monitored remotely. There were no patient consequences.